Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has noticed an increase in air bubbles. They specifically notice the issue when changing the cartridge and infusion sets. The issue was first noticed 5 months ago. There are reportedly large air bubbles the day after a set/cartridge change. The patient's father is also using a pump and has used cartridges from the same box without any issues.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).